Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician implanted two resolute integrity rx stents during a procedure. It was reported that no damage was noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The physician implanted a 2.25x26 mm resolute integrity stent that was approx 13 days past it's use by date. The physician also implanted a 2.50 x26 mm resolute integrity stent that was approx 8 weeks past it's use by date. Both stents were implanted in the same patient. There was no medical/surgical intervention as a result of the event. Patient status is described as good.